Manufacturer narrative:
Concomitant medical products: dtpa2qq crt-d, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after a cardiac resynchronization therapy defibrillator (crt-d) replacement procedure, the right ventricular (rv) lead exhibited t-wave oversensing (twos). The lead remains in use. No patient complications have been reported as a result of this event.